Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately six months post four-stent placement in the right sfa from distal to proximal, the patient was allegedly admitted to the hospital for right lower limb pain and was given anti-platelet therapy. The patient was reported to be stable and discharged from the hospital.

Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: as no images, videos or notes from the hcp documenting the alleged leg pain were provided, the reported issue could not be evaluated. Therefore, the investigation will be closed with inconclusive result. An alleged relation of the device to the reported leg pain could not be verified. Based on the information available and as no images/ notes documenting the leg pain were provided a definite root cause for the reported pain could not be identified. Labeling review: in reviewing the applicable labeling for these products it was found that the instructions for uses (ifus) does not address the potential risk of leg pain. However, stenosis and/or occlusion which may have caused the reported leg paint; was found addressed a potential complications associated with the use of peripheral stents. In addition the IFU states that cases of stent fracture may occur in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Both ifus closely describe the correct stent placement. The ifus also mention balloon pre and post dilation: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' Occlusion/ restenosis are also mentioned in the ifus as potential adverse reactions. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six months post stent placement in an occluded right sfa, the patient came back with alleged leg pain in the right limb. Therefore, a drug treatment was administered in an attempt to restore good flow. The patient was reported to be stable and was discharged from the hospital.